Manufacturer narrative:
(B)(4).

Event description:
It was reported that long charge time was observed on the day of device implant. During follow-up, charge time was normal while performing manual cap reformation. It was noted that the device was stored in cold temperature before implant which could have contributed to long charge time on the day of implant.